Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a clip did not release properly from the medium-large clip applier instrument. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no issues were noted. No fragment fell into the patient. The event occurred during the surgeon's first attempt to apply a clip with the medium-large clip applier instrument. The surgeon noticed that the instrument would not deploy the clip properly. While closing the jaws of the medium-large clip applier instrument, the clip would not close and then it fell out of the instrument. The clip was removed with laparoscopic grasper instrument and the procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. There are no photographic images of the device or a video recording of the procedure available for isi review.